Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site before it could be returned for evaluation. An edwards's representative was not at the procedure to request the device's return. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, per the implanting physician, native calcification was likely the cause of the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the ascendra delivery balloon ruptured during deployment of the sapien valve. The valve was completely deployed in the annulus and no central aortic insufficiency (cai) or paravalvular leak (pvl) was noted. The physicians felt that calcification of the aorta led to balloon rupture. The patient left the operating room in stable condition.